Event description:
Patient received initial implant of sij fusion device on (B)(6) 2015. Patient subsequently complained of leg pain and per surgeon CT scan indicated the implant was encroaching the s1 foramen. Revision surgery was performed (B)(6) 2015 to replace the implant with a shorter implant. Follow-up 2 days post revision surgery the patient reported leg pain had resolved. Root cause is determined to be possible malposition of the implant too close to the foramen resulting in radicular pain. Pain resolved with revision procedure.